Manufacturer narrative:
Patient age and date of birth were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files contained a driveline disconnect alarm on (B)(6) 2022 at 14:33. Comm a and comm b fault alarms were also noted throughout the log. The periodic log revealed that the driveline was disconnected on (B)(6) 2022 at 12:54.

Manufacturer narrative:
Section a: patient age and date of birth were requested but not provided. Section h6: investigation findings: 4248 usage problem identified. Manufacterer's investigation conclusion: review of the log files provided by the account confirmed driveline disconnect, comm a and comm b and controller faults. A specific cause could not be conclusively determined through this evaluation, however the account reports that it was due to the patient disconnecting their own modular cable. Evaluation of the submitted controller event log file revealed that from 28jul2022 at 14:33:02 through 28jul2022 at 14:58:45 the driveline was disconnected indicating that the modular cable was disconnected from the controller. During this time there were lvad off, driveline disconnect and low flow alarms, as well as com a fault, com b fault, power a broken, power b broken, and low pump current fault flags. At 14:58:44, fuse b became open triggering a controller internal fault alarm and ocp b open fault flag. Approximately 3 seconds later, at 14:58:47, fuse a also opened, as indicated by the ocp a open fault flag. As fuse a opened, the driveline disconnect alarm cleared and the loss of lvad comm became active. The loss of lvad comm occurred when the modular cable had been reconnected to the controller and both com a and com b faults were active. Both fuses remained open for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. If heartmate 3 lvas, serial number (B)(6), is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C and patient handbook rev d. Are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events such as death that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2022 the patient had been in fbi custody. While in fbi custody, the patient was intermittently disconnecting their own driveline causing alarms. The patient told the guards that it alarmed all the time and it was normal. After 2.5 hours, the guards called emergency medical services (ems) who brought the patient to the emergency room (ER). En route to the hospital it was noted that the modular cable was disconnected. Upon arrival to the ER, the pump stop message on the controller screen had been active for over 300 minutes. A chest computed tomography (CT) scan was completed that confirmed the patient had clotted their pump. No flow was noted. It was determined that the patient was not a candidate for a pump exchange due to them being severely decompensated. The patient passed away on (B)(6) 2022. The reported cause of death was self-inflicted disconnection of the modular cable for over 300 minutes resulting in pump clotting.